Event description:
It was reported that the keypad presses is intermittently activating the desired pump functions and the keypad buttons stick when pressed. The pump reportedly has not been exposed to moisture and is intact. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the keypad appears to be intact (no lifting or peeling observed), the up/down/ok/contrast buttons were intermittently responding and required excessive force to activate, up/down key contacts were misaligned, the contrast key contact was inverted, the up/down/ok key contacts became inverted when pressed and did not always spring back, and there was evidence of adhesive/contamination under the all key contacts.